Event description:
Spontaneous report from patient: when patient went to inject med, not all of med was injected when he used whisperject device ((B)(6) did not dispense the device), he had irritation on his skin at the injection site that he has not experienced prior after device seemed to fail. Unknown if he still has the device on hand. No further information available. Device not provided by (B)(6), but we will be replacing device, made (B)(6) to send new whisperject. Reported to (B)(6) by pt/caregiver.